Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by elevated white blood cells. The patient was hospitalized for an unrelated indication when the peritonitis event was diagnosed. The cause of the peritonitis was unknown. On an unreported date in the same month as the peritonitis diagnosis, the patient began treatment with vancomycin intraperitoneally and intravenously (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. On the first day of the month following the peritonitis diagnosis, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.